Event description:
A user facility reported to olympus that the light source was not functioning. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection of the device at the user facility, performed by an olympus field service engineer, it was determined the lamp failed to ignite due to a fuse issue. This report is submitted due to the the report of lamp failed to ignite.

Manufacturer narrative:
An olympus field service engineer inspected the device onsite at the user facility and it was determined the lamp failed to ignite due to a fuse issue. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, regarding the lamp is fused, a definitive root cause cannot be established. Regarding the lamp not igniting, it is likely that the reported phenomenon was caused by deformation in lamp socket, causing the lamp lighting function not working properly. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.